Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional percutaneous transluminal angioplasty of the right superficial femoral artery procedure. Reportedly, the device got stuck in the lesion. The exit ports and release button was used to successfully remove the device from the patient¿s anatomy. No tissue damage was reported. Hemostasis was achieved with manual arterial compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove the device could not be replicated in a testing environment as it was based on operational circumstances. However, based on the device observations, it appears that inadvertent device angle change prior to thumb advancement completion likely contributed to the noted partially split sheath, sheath and flex-guide damage and difficulty to remove the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.